Event description:
The customer reported that the system locked up and mixed pt image data. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system hard drive and associated software and controller were evaluated and replaced. The system was tested and found to be working as intended and returned to service.